Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. The reported death is a known adverse event listed in the rx promus instructions for use (IFU). Although myeloma is not listed in the IFU, it is not a patient effect generally associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2009, a 3.0 x 18 rx promus stent was implanted in the mid left anterior descending artery with 0% residual stenosis. The patient was discharged on (B)(6) 2009 with aspirin and clopidogrel prescribed. On (B)(6) 2010 the patient was hospitalized after a fall and diagnosed with multiple myeloma. The patient was transferred to another facility on (B)(6) 2010. On (B)(6) 2011, the patient died. The relationship of the death to the study device is unknown. Cause of death is unknown. Though requested, no additional information was provided.